Event description:
The unit had a very high but acceptable pre-membrane pressure pre-bypass. After 15 minutes the pressure increased. The pump (competitor's) adjusted itself downward and switched off. The oxygenator was changed out. No pt injury occurred. No further details or pt info is available.